Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain and swelling of the foot/ankle. Difficulty walking due topain/swelling in left foot/ankle was reported.  Patient called yesterday to notify rep she was admitted to  hospital due to swelling/pain of left foot/ankle. She also reported experiencing radiating pain down her left calf down to toes. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the dr.¿s suspecting irritation/inflammation of nerves during insertion of leads. Imaging was taken during hospitalization. Steroids <(>&<)> pain medication were given to patient to help with nerve inflammation/irritation. The issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 26-oct-2027, UDI#: (b0(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 26-oct-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 26-oct-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 26-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.